Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 150 mg/dl. Customer stated the display was blank less than 30 seconds and then returned. During troubleshooting, the customer was unable to get the display to return. Customer also stated the contacts on the battery cap are neither missing nor damaged. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.